Event description:
It was reported by service report that the hood cover was broken with sharp edges and the fowler angle was inaccurate. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Fowler.